Manufacturer narrative:
86: the MFR and qc records for the lot of product involved in this event were reviewed. 100: the manufacturing and qc records found no deviations from specification. 200: co's evaluation of the returned product confirmed the sheath had separated from the hub. The sheath was buckled which co determined was due to forcing the sheath into the tissue tract. In addition both collagen plugs were within the sheath, distal to the buckle. This indicates that the buckle did not directly cause the separation, but the first plug had not been fully deployed before the user attempted to deploy the second plug. The push/pull technique described in the labeling was not used.